Event description:
It was reported that the handheld device would freeze after performing interrogations. It was noted that the connection between the handheld device and serial cable was loose and that the battery cover for the programming wand was broken. The handheld device, software flashcard, and programming wand have been returned to the manufacturer where analysis is currently underway. Analysis of the handheld device will be reported in this manufacturer report. Analysis of the software flashcard and programming wand will be reported in manufacturer report # 1644487-2015-04728.

Event description:
Product analysis was completed for the handheld device on 05/27/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
.